Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use, cardiosave intra aortic balloon pump (iabp) battery failed to charge. There were no patient harm or injury was reported.